Event description:
Customer reports that the device was dropped in water while trying to test. After waiting 24 hours for the device to dry, he obtained a result of 660 mg/dl. No action was taken based on this result. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.